Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead pacing impedance was low and an alert message was noted. The lead impedance was stable and is chronically low for the patient; the lead remains in use. No patient complications have been reported as a result of this event.